Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that the patient with this pacemaker experienced chest pain when walking as well as a very quick spike in heart rate. Boston scientific technical services (ts) discussed the spike in heart rate on trend. The maximum sensor rate was lowered and the minute ventilation response factor was decreased. Ts also discussed additional options if the adjustments in programming did not resolve the observation. The system remains in service. No adverse patient effects were reported.